Event description:
Customer reported that sometimes x-ray does not work and the system cannot make images.

Manufacturer narrative:
(B)(4). This investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.